Event description:
A physician reported a pt who was originally skin tested on 17 october 1998 with negative results. The pt was subsequently treated without adverse event. In 2000, the pt was treated in the upper and lower vermilion borders. On 9 may 2000, the pt was examined in the office and it was noted pt had an abscess on the right upper vermilion border treatment site. The physician performed an incision and drainage of the abscess. The pt reported the symptoms began in march 2000 when pt developed a abscess at the left upper vermilion border treatment site which drained spontaneously. The physician believed this was a definite abscess due to the collagen. No further medical or surgical intervention was planned.